Manufacturer narrative:
Evaluation: results: (stent deformation and failure to deliver device). Results and conclusions: (patient lesion morphology; 90% stenosis and calcification), (direct stenting use of force). Evaluation summary: the proximal pillow balloon folds were partially opened. A number of struts on the 6th proximal segment were raised and deformed. No further damage was noted. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
The physician was attempting to direct stent a 2.75 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the lad that exhibited 90% stenosis and calcification. It was reported that resistance was encountered during advancement of the stent and force was used. The device was removed from the patient and another endeavor resolute stent was successfully implanted. The device was returned to the manufacturing facility and it the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported.